Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed an error code and also under delivered. The reported failure mode affects the functionality of the device where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D4 - primary UDI number, d7a, h4: corrected. H6, h7, h9: updated. The suspected device was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.